Manufacturer narrative:
This report is based solely on the information provided by the customer. Customer reported having two different versions of the instructions for use (IFU) with inconsistencies in the contraindications section. It was confirmed the customer has the current version of document (B)(4) and the previous version. In the current version of the IFU, there are no contraindications listed as in the previous version. The previously listed contraindications were not removed from the IFU but were reworded and moved to the warnings sections. The IFU instructs staff to perform a clinical assessment of their patient on whether or not the restraint is safe. If a patient cannot follow instructions, they likely cannot demonstrate they know how to self-release from the product and the decision to use it as a restraint or remove the product would be a clinical decision on if it is safe. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
MDR report received from FDA. Customer report# mw5170531. It was reported the posey self release roll belt have inconsistent instructions in the box. Not all of the boxes include contraindications. According to the IFU, these style belts may present a patient safety risk if used with patients that are unwilling or unable to follow directions/instructions.